Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros ¿hcg ii result was obtained from a single patient sample on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. The investigation determined that a vitros ¿hcg reagent issue was not a contributing factor. Pre-analytical sample processing and unexpected analyzer performance could not be ruled out as contributing factors.

Event description:
The customer complained that a non-reproducible, higher than expected vitros ¿hcg ii result was obtained from a single patient sample on a vitros eci immunodiagnostic system. Vitros ¿hcg result = 62.85 miu/ml vs expected result <2.39miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was reported outside of the laboratory and a corrected report was issued. There is no allegation of patient harm as a result of this event. (B)(4).